Event description:
It was reported that the hinged arm (accessory to primus/apollo anesthesia workstation to feed the cables and hoses to the patient) spontaneously broke. No pt injury reported.

Manufacturer narrative:
The parts of the broken hinged arm have been requested for investigation at MFR site and were received. Investigation is ongoing. Results will be reported in a f/u report.